Manufacturer narrative:
Testing and investigation was performed and found leakage between the 1-way stopcock and the female luer. The probable cause of the leak was the hard to hard solvent bonded connection not being fully engaged during the manual assembly process, leading to a channel leak.

Event description:
The customer reported that transpac IV monitoring spike kit was leaking from the connection point. This was detected prior to patient use.